Event description:
It was reported that the right atrial (ra) lead displayed high impedance. A lead fracture was suspected. The lead was explanted and replaced. The right ventricular (rv) lead was electively replaced by a bipolar lead during the ra lead revision procedure. The rv lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).